Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the display screen was dim and discolored; the reported event was duplicated. Unrelated to the reported event, the keypad cover was found to be torn at the ok button. Evaluation revealed that the down arrow keypad button was intermittently responsive. The keypad cover was removed, and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Also unrelated to the reported event, the battery compartment was cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.